Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, clip delivery system, 1 implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing mr to 3. The second clip was deployed lateral to the first implanted clip, reducing mr to 2. The third clip delivery system (cds) was advanced to the mitral valve and the clip was positioned medial to the first implanted clip; however, it was observed that the second clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The third clip was deployed to reduce mr on the lateral side. A fourth clip was then deployed to further reduce mr and stabilize the slda clip. Four clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.